Event description:
The customer's mother reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 500 mg/dl. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime test. The high pressure test could not be performed, because a tubing clamp was not available at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.